Event description:
"Trocar cannula cracked and broke off during insertion of lap band introduction to abdominal cavity thru trocar. This occurred two cases in a row...same lot#.

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.